Event description:
Additional information was received from the patient. When asked what most likely caused or contributed to the por, they replied, "yes." When asked what steps were or would be taken to resolve the issue, they stated they recharged the battery, and the issue was resolved. When asked what most likely caused or contributed to the difficulty recharging, they stated, "positioning of recharger." When asked what steps were or would be taken to resolve the issue, they stated their spouse helped them with the positioning of the recharger. They were able to successfully recharge the implant. They also noted they would not get the rechargeable stimulator again. They could not do it themselves, and needed their spouse's help in positioning the recharger. They did not think it was suitable for people living alone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient said the recharger in unsatisfactory and it is so hard to charge the ins. Patient said they are not able to charge the ins on their own.  The patient reported seeing a por message on the handset. Reviewed how to clear por message. After seeing clearing the por message the patient say a message that said the ins needed to be charged. Reviewed patient will need to charging ins before turning on. The troubleshooting steps that were taken on the call resolved the issue. No patient symptoms were reported. No further complications were reported at this time.